Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2006: the patient had unspecified injuries, underwent revision surgery as well as implant of an unspecified bard/davol ventralex (device #2). The patient is only making a claim for an adverse patient outcome against the two (2) ventralex (device #1 and device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, pain, mesh migration thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence, mesh migration, pain as possible complications. This supplemental emdr represents the bard/davol mesh ¿ ventralex (device #1). An additional supplemental emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2006: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6)/2006: the patient had unspecified injuries, underwent revision surgery as well as implant of an unspecified bard/davol ventralex (device #2). The patient is only making a claim for an adverse patient outcome against the two (2) ventralex (device #1 and device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6)2006 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿hernia sac was dissected, then the adhesions were sharply divided, freeing up enough space for the mesh to adhere to the inner surface of the abdominal wall. A ventralex mesh was used for repair and secured with sutures.¿ (B)(6)2006 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with removal of ventralex mesh (device #1) and implant of ventralex mesh (device #2). Per operative notes, ¿the previously placed ventralex mesh (device #1) dislodged up into the umbilical hernia sac. The mesh was dissected away from the hernia sac and removed from the operative field. Then a new ventralex mesh (device #2) was used for repair and secured by sutures.¿ attorney alleges that the patient had mesh migration, pain and hernia recurrence. It is also alleged that the patient had pain, discomfort, mesh was dislodged up into the umbilical hernia sac.